Event description:
It was reported a lead integrity alert (lia) was triggered and the right ventricular (rv) lead pace/sense impedance was high. It was further reported there was an elevated sensing integrity counter (sic)and oversensing. The pace/sense portion of the lead was capped and replaced. The high voltage portion of the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.